Manufacturer narrative:
Investigation on-site by our field service engineer (fse) revealed that the compressor-mini had a blown fuse. The fuses and the mains inlet were replaced. The compressor-mini was then returned to service after successful functional and safety testing. Earlier investigations of similar complaints have determined that the cause of a damaged/blown fuse could be one, or a combination of, the following causes: -electrical transients (voltage and/or current spikes) in the mains power. -bad electrical connection between the fuse and the fuse holder, e.g. Due to vibration in the system. -chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. -dust in the environment if deposited on the fuse holder, which will insulate an increase the temperature around the fuse and effect the contact between fuse and fuse holder. The true cause for the blown fuse has not been determined from this investigation, as a result of the lack of goods returned for further evaluation.

Event description:
It was reported that the compressor-mini kept shutting off. There was no patient involvement reported.(B)(4).